Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-26. H.6. Investigation summary: bd received 111 samples, 1 video and 8 photos for investigation. The photos and video were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for loose IV shield with the incident lot was observed in 5 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® flashback blood collection needle the protective caps fall off. The following information was provided by the initial reporter, translated from chinese to english: the customer complained on april 5, 2022, 2207519 batches of 301746 straight needles, when multiple blood collection needles were used, the green caps fell off first, and it was very easy to pierce themselves, and several teachers had already been pricked. After on-site inspection, it was found that the plastic in the middle of the blood collection needle was not smooth, and it was easy to get stuck in the thread of the white cap.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® flashback blood collection needle the protective caps fall off. The following information was provided by the initial reporter, translated from chinese to english: the customer complained on (B)(6) 2022, 2207519 batches of 301746 straight needles, when multiple blood collection needles were used, the green caps fell off first, and it was very easy to pierce themselves, and several teachers had already been pricked. After on-site inspection, it was found that the plastic in the middle of the blood collection needle was not smooth, and it was easy to get stuck in the thread of the white cap.